Manufacturer narrative:
Additional information was received that the patient was reportedly doing fine after the physician revised the pocket site.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort.